Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0872 inches. No over delivery anomalies noted during testing. Pump communicated and calibrated properly with test guardian link transmitter [3]. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter [3] and no lost connection noted during testing. Unit calibrated with sensor and test plug. No sensor updating noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 54.35 units of daily total of insulin found in the history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Pump passed functional testing and no over delivery anomalies noted during testing. Possible over delivery anomaly was not confirmed. Pump paired properly with test transmitter and sensor test plug with no anomalies noted. Unable to verify customer alleged for low bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported over delivery. The customer experienced hypoglycemia and it was treated with carbohydrate. The event involved product(s) mmt-1884, mmt-332a, unomedical, unk_sensor. Troubleshooting was performed. Instructed customer to revert to backup plan per health care professional instructions and to place pump in storage mode. No further patient complications were reported. Product return for mmt-1884 is expected and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for unk_sensor.